Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels up to 16 mmol/l with nausea, tiredness, and not thinking clearly. The reporter indicated that the pump was not showing the insulin on board calculation in the bolus calculations and so the patient was bolusing less than normal to prevent going low. The pump settings were reviewed with the patient and found that the patient had recently received a new pump and had not set the insulin on board feature to on in the pump settings. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect programming of the user settings on the replacement pump.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.